Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to remove the pump case, inspect the pump and pneumatic tap area, and clean it with an alcohol wipe or lint-free cloth. The customer was unable to reload the cartridge successfully and accidentally removed the rubber gasket from the pushrod. Consequently, technical support decided to replace the pump. The customer was informed about the updated software and necessary steps upon receiving the new pump, including returning the problematic one to tandem.